Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00158. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator shut down after displaying an alarm code patient circuit occlude. The device was in clinical use when the issue occurred. Clarification was requested from the customer regarding the patient harm, and it was reported that there was no patient harm. The key market reported that the device was not serviced by philips, and the device was repaired by a third party. It was reported that the sensor was replaced; however, the key market was unable to provide the part number for the sensor that was replaced. The device was returned to service.